Manufacturer narrative:
Event description and device available for evaluation? Have been updated. The device was returned for evaluation. Investigation of this event is ongoing.

Event description:
The product was returned for evaluation. During pre decontamination it was observed that the delivery system balloon was leaking.

Manufacturer narrative:
The device is to be returned for evaluation. The investigation is ongoing.

Event description:
As reported, when pushing the 29mm sapien 3 valve through the e-sheath, the doctor heard a noise as if "something tore". However, nothing unusual was seen and continued with the case. After positioning the valve in the native annulus and starting with valve inflation, it was seen that inflation liquid leaked out from under the strain relief next to the y-connector. Inflation was immediately stopped. The valve and commander delivery system were retrieved back but it was not possible to get the valve into the esheath. Therefore the system was left in the femoral/iliac and access was gained from the other side (left). With a new system, the valve was well implanted. Then the vascular surgeon took over to remove the system that was left in the right femoral. The patient had some leg ischemia due to the time the system was left in the femoral/iliac, but final outcome was reported as "okay".

Manufacturer narrative:
The device was returned for evaluation. Visual inspection prior to decontamination determined the delivery system was returned fully inserted through sheath with the valve located over the nose cone. No visible frame damages noted. The balloon shaft underneath the strain relief was inspected and a complete balloon shaft separation was confirmed. After device decontamination, the balloon shaft separation was evaluated under magnification and no other abnormalities were observed. Dimensional analysis was performed. The outer diameter (od) of the balloon shaft met the specifications. The device history review was performed and determined that the work orders did not reveal any potential issues that could have contributed to the reported complaint event. Lot history review revealed no other complaints related to delivery system ¿leakage¿ or ¿withdrawal difficulty ¿ valve, through sheath¿. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed july 2016 control limits for the trend category of ¿leakage¿ and the occurrence rate did not exceed the july 2016 control limits for the trend category of ¿withdrawal difficulty¿ for the commander delivery system. No instructions for use (IFU) or training manual deficiencies were identified. As part of the manufacturing process, commander delivery system balloon shafts are processed through dimensional and visual inspections. During manufacturing, the commander delivery system underwent the following inspections: -all devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). -balloon catheters are 100% leak tested before final quality inspection. Furthermore, manufacturing lot underwent verification testing on a sampling plan which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and system retrieval force. All samples from the lot passed visual inspection and all statistical acceptance criteria. The tensile strength for y-connector/balloon shaft of the tested units met acceptance criteria. The system retrieval force of the tested units met acceptance criteria. The complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector and underneath the strain relief. An investigation has been opened to investigate and implement necessary corrective actions. A summary of the root cause analysis can be found below: - investigation into the issue did not reveal any evidence to support an edwards lifesciences manufacturing process contributed to the issue. - this crack could only be duplicated when the balloon shaft is subjected to a sudden compression load, which is not representative of clinical use conditions. - the issue was determined to be related to fracture of the balloon shaft of the delivery system at the reflow joint. The design of the shaft is owned and was developed by edwards lifesciences, however it is manufactured by a supplier. - the balloon shaft has segments of nylon fused together utilizing a reflow process at the supplier. A joint where two segments had been reflowed together was determined to have cracked. - the manufacturing configuration of the component was determined to have likely contributed to the crack. A modification to this manufacturing configuration was identified as a measure for future cracks. The complaint for withdrawal difficulty was confirmed based on the returned condition of the device (delivery system and valve returned fully inserted through sheath and sheath distal tip damaged). However, no potential manufacturing non-conformances were identified on the returned sample. No labeling, training or IFU deficiencies were identified. Withdrawal of the delivery system with a crimped valve can be affected by procedural factors such as the following: -withdrawal angle -excess fluid being present in the inflation balloon (a likely contributing factor considering the leakage issue on the returned delivery system could potentially inhibit full deflation) -not placing the flex tip over the triple marker prior to withdrawal -non-coaxiality of the components being retrieved (delivery system, valve, and sheath) -larger thv profile due to the valve location on the balloon (crimped thv aligned on balloon is larger than crimped thv off balloon). Withdrawal of the delivery system can also be affected by patient factors such as severe patient tortuosity as vascular tortuosity can impact co-axiality of the devices (delivery system, valve, sheath) during retrieval. However, imagery of the valve retrieval and patient anatomical information were not provided. Available information suggests that one or more of the factors noted above contributed to the complaint.